Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sudden onset of low flows and was readmitted to the hospital due to low international normalized ration (inr) and was started on intravenous heparin. An echocardiogram confirmed minimal flow through the left ventricular assist (lvad) system and logs confirmed sudden deterioration of flow with rotor value changes. A blood analysis was also performed. Inotropes were initiated. The pump was exchanged, and thrombus was located at the inflow and rotor location.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had an international normalized ratio (inr) under 2.0 during admission but the issues resolved with the pump exchange. Related MFR # 2916596-2024-00121.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed thrombosis. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The apical cuff was not returned. Of note, an extra portion of another manufacturer's bend relief was also returned with the pump. Examination of the blood-contacting surfaces revealed depositions in the distal end of the inflow cannula, as well as the eye and vanes of the rotor. A similar deposition was found in the pump cover outflow. These depositions were all similar in texture and color, and appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. The textured surface of the graft attachment and interior of the outflow graft were completely occluded with clotted blood. The sequence of events captured in the submitted and retrieved log files is also consistent with thrombus being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.